Event description:
Pt reported they went to infuse now and put the medication in the syringe then into the pump and the pump died, it will not infuse anything. Rph instructed pt to manually infuse which they had already started doing. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra - 9gm. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown. Nonfamilial hypogammaglobulinemia.